Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a speaker failure during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported "speaker failure" was reproduced as a system error 616. A review of the event history log revealed 'system error 616'. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as a system error 616. The cause was determined to be a faulty speaker. The rear case requires replacement to address this issue. This issue only occurs during the initial power-up sequence of the pump and never during pumping/infusion. It will only be resolved after the pump is serviced and thus, the user would be unable to initiate an infusion, which may result in a delay of therapy. A delay of therapy is not likely to cause or contribute to a death or serious injury. Should additional relevant information become available, a supplemental report will be submitted.